Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. A cause for the reported device damage by another device (caused damage) also could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report device damaged another device and gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted and tethered posterior leaflet. The first clip delivery system (ntw cds 01109u181) was advanced to the mitral valve, and the clip was placed without issue; however, after the lock line was removed, the clip opened while establishing final arm angle/efaa. Mr was reduced and the deployment process continued, and the clip was deployed. The clip opened to 60 degrees and mr increased. The procedure continued with an nt clip (10116u1610). However, the grippers would not lower. Therefore, the cds was removed with the clip attached, but the nt clip inadvertently interacted with the first clip and the first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Another ntw clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.